Event description:
Per dealer, the consumer claims that due to a joystick issue, the hcair rolled off of the van lift, causing him to be ladged between the lift and sidewalk curb. The consumer claims he sustained a bruise. Unknown if medical intervention was sought.

Event description:
It was reported the powered wheelchair rolled off of a van lift, causing the patient to fall between the lift and sidewalk curb due to a non-specified joystick issue. The patient sustained a bruise as a result of the injury. Details regarding the severity and/or treatment of the patient's injury were not provided.